Event description:
It was reported that a patient presented remotely with episodes of far r-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were suggested, but no intervention was reported. The patient was stable throughout.